Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported during the procedure that the device was attempted but not used. Upon inserting the atrial lead into the header, the setscrew would not tighten. A new device was used. No patient complications were reported.